Event description:
A malfunction alarm was reported with fault ID 3-0x2076, and the pump was identified as unable to reset. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, tandem technical support arranged a replacement pump and confirmed the shipping address. The customer was advised to use manual daily injections as a backup therapy and was instructed on returning the pump using a pre-paid label. While the customer did not initially know how to put the pump into storage mode, technical support provided the necessary instructions, which the customer understood and acknowledged.